Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the all of the buttons were not sensitive. The customer blood glucose level was normal at the time of incident. Troubleshooting was not performed. The device will not be returned for analysis.